Manufacturer narrative:
A specific root cause could not be determined. Based on the small signal difference between the results, several potential root causes were possible such as a preanalytic issue due to a too short clotting time of three minutes which is below the specification of the tube manufacturer. Other possible causes include influences by electromagnetic interference (emi) due to a portable phone used within close proximity to the analyzer and the fact that the instrument cover is frequently open while testing. Qc prior to and after the event was within the specified limits.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin I stat immunoassay result for one patient sample. The initial result was 0.862 ng/ml with a data flag and was reported outside the laboratory to the physician. The physician questioned the result and the sample was repeated on a cobas 6000 e 601 module and the result was <0.300 ng/ml with a data flag. A new sample was drawn from the patient and the result from the cobas e 411 immunoassay analyzer and the cobas 6000 e 601 module was <0.300 ng/ml with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 15977800 with an expiration date of 08/31/2017. The field service representative could not find a cause. He ran performance testing and the customer ran successful calibration and qc.